Event description:
The patient called and reported going to the emergency room after being shocked. While in the ER, the field representative came to the ER and turned off the detections. The patient was then transferred to another hospital where it was found that the lead was cracked. The patient reported that the anguish and expenses due to this experience should not be the patient¿s responsibility. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that during the extraction of the right ventricular (rv) lead, the patient reported they experienced a "hole in the their heart" and a torn superior vena cava (svc). The patient was sent to the operating room to repair the tear and hole. Follow up for additional information was attempted and unable to be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).